Manufacturer narrative:
Review of manufacturing records did not identify any pre-existing anomaly relevant to the issue. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to continuous pain. Previous surgery was performed on (B)(6) 2025 to remove failed djo glenoid components re-establish shoulder functionality with a hemiarthroplasty consisting of: humeral body reverse (pn 1352.15.010, lot 2509312, sterilization (B)(4) adaptor 36mm for reverse body (pn 1352.15.200, lot 2307639, sterilization (B)(4) humeral head dia 48mm (pn 1322.09.480, lot 2410912, sterilization (B)(4). Original stem was left in place. Due to continuos pain and severe bone deficiency of patient anterior glenoid (temporary packed with bone graft during previous surgery), custom made implant (cmd 26-1040) has been requested for an augmented glenoid reverse configuration with coracoid support. Revision surgery to finally implant the custom made device has been successfully completed on (B)(6) 2026 (hereby reported): above mentioned humeral compoents have been removed and replaced with new humeral body reverse short (pn 1352.15.005) and reverse liner +3mm (pn 1360.50.815), while on the glenoid side the custom monoblock glenoid (pn 9618.14.20m - cmd 26-1040) with djo glenosphere (rsp glenoid head 36mm +2mm lateral offset) have been properly implanted. The patient is female, date of birth (B)(6) 1943. The event occurred in the united states.